Event description:
It was reported by the surgeon that the pt underwent a proximal tibial extending prosthesis replacement procedure on (B)(6) 2012 and subsequently requires a revision procedure to a longer extending prosthesis as the current implant has reached its maximum extension. This revision procedure is planned for (B)(6) 2015.